Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with frequent cathetr restriction alarm that dispalyed after 36 hours into the therapy therapy of intra aortic balloon. The esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.